Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated pacing capture threshold in the right ventricle was elevated. Concomitant products: ddbb1d1 ICD, implanted (B)(6) 2013.

Event description:
It was reported that ventricular capture management for the implantable cardioverter defibrillator (ICD) was not running as often as expected. Review of the performance data indicated that the right ventricular (rv) lead previously had a superior vena cava (svc) lead impedance warning. The clinic stated the coil had been programmed off due to an svc coil impedance spike and a suspected fracture. A high threshold was also noted. Follow up with the company representative indicated that capture management has been running more consistently and no further reprogramming or intervention has been done on either the device or lead. The device and lead remain in use. No patient complications have been reported as a result of this event.